Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the myocardial ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that during the insertion of the farawave into the faradrive sheath, air was observed during the air removal. However, when the farawave was not inserted, no air was observed during the air removal, the air was observed inside the syringe during aspiration. The procedure was completed successfully by using a different device (same model, boston scientific product). Pump was used for the irrigation of sheath. Pump flow was being stopped for air removal. The guidewire was slightly ahead of farawave catheter. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.